Manufacturer narrative:
A specific root cause for the difference between the non-diluted and diluted results could not be identified. Patients undergoing ivf likely exhibit a special general steroid/hormone status which may lead to unexpected linearity effects. It was determined the diluent used for the initial testing had exceed the onboard stability at the time of use. The customer was advised to replace the diluent according to the recommendation of one month stated in product labeling. The customer was also advised to follow the recommended calibration frequency and to monitor the performance of the assay with two levels of qc material instead of just one low level. The investigation concluded results from a 1:10 dilution are accurate. No general reagent issue could be identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable elecsys estradiol iii assay results for two patient samples. Of the data provided, only the results for one of the samples were discrepant. The initial result was >3000 pg/ml and the repeat result with a 1:10 dilution was 2484 pg/ml. The field service representative instructed the customer to repeat the sample 10 times. Each of the 10 replicates results were >3000 pg/ml and the average of 10 replicates with a 1:10 dilution was 2286 pg/ml. The diluent was replaced on (B)(6) 2017 and the customer stated subsequent samples that initially recovered >3000 pg/ml also recovered >3000 pg/ml when tested with a 1:10 dilution. No erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 21731300 with an expiration date of 2/28/2018. The field service representative could not determine a cause. He verified the probe liquid level detection voltages were within specification and ran diagnostic checks and performance testing with all results within specification.